Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to airport scanner. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and motor position encoder error alarm was confirmed in the history file. Unable to perform unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarms. The motor may have had an intermittent failure that was not detected during our testing; the motor was tested outside the device and passed. The operating currents are within specifications and passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window corners, minor scratched display window and stained end cap sticker.